Manufacturer narrative:
The sample was serum and lipemic. The customer did not provide any serum indexes. No qc or other system issues were reported. Service was not necessary for this event as the root cause was user error. The customer did not follow the instructions in the ldld chemistry information sheet, stating, "sample results should not be reported if the triglyceride level is >1293 mg/dl."

Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepancies from ldl - cholesterol (ldld) reported results for one patient sample, generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. It is unknown whether patient treatment was affected in this event.